Event description:
The customer reported that an x2 unit was dropped and the front display was damaged.

Manufacturer narrative:
(B)(4). The customer reported that an x2 unit was dropped and the front display was damaged. Based on the available information that no further information will be provided, it remains unclear if the device was accidentally dropped, philips is reporting this in abundant caution. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.